Event description:
It was reported that the customer experienced high blood glucose levels and that the infusion set cannula was found bent upon removal. The blood glucose reading was 500 mg/dl. The customer also stated that there was usually an air bubble around the tubing as well. She was advised that this may be discoloration in the tubing since she had mentioned that the insulin set cannula was bent; she agreed that this was the case. Advised that a replacement infusion set and tubing clamp would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.